Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. A controller error resulted in placing the pump on a back-up controller. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
Data analysis: imc logs confirmed the reported failure mode given there was a controller error alarms (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure. See the attachments section for ic5388 aic logs from complaint date. Real time (rt) logs confirmed that this was a pattern failure mode in which all signals received from optical bench (placement, snr, contrast, lamp, gain) are interpreted as -16384 values. See attachments section for ic5388 rt logs transient loss of optical signals. Device analysis: console (ic5388) was sent back to danvers fs for further investigation. This known pattern failure, which is characterized by a temporary loss of optical data (placement, snr, contrast, lamp, gain) and triggering of a controller error alarm, has a low probability of reoccurrence. If needed, patient hemodynamics and impella position can be monitored with imaging before being returned to the customer, fs performed a full functional check on the console and optical system (0042-7316). This report is being filed as part of a retrospective review of historical records.